Manufacturer narrative:
A correction supplemental report is being to provide the controller serial number and manufacturing information. Additional products: d4: expiration date: 30-sep-2019/ serial #: (B)(6); UDI #: (B)(4). H4: mfg date: 07-sep-2018; investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad), the associated outflow graft, and controller were not returned for evalu ation. Review of the controller log files associated with (B)(6) revealed several intermittent decreases in estimated flows were logged between (B)(6) 2021 and (B)(6) 2021 and 13 low flow alarms were logged recorded since (B)(6) 2021. No other alarms were logged within the analyzed period. As a result, the reported low flow event was confirmed. The reported controller dropped event could not be confirmed due to insufficient evidence. Information received from the site revealed that the patient experienced stroke symptoms including facial droop and weakness while showering. The patients international normalized ratio (inr) on admission was therapeutic at 3.5, and in the weeks prior to admission the patient's inr was between 2.8 and 3.8 a computerized tomography (CT) scan of head revealed a possible left middle cerebra artery territory cerebrovascular accident (cva). Additionally, imaging was performed on transaortic valve replacement CT to rule out outflow graft occlusion. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the reported controller dropped event can be attributed to the handling of the device. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors t hat may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: outflow graft h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420-controller, catalog #: 1420-controller, expiration date: unk, serial #: unknown, UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125, catalog #: 1125, expiration date: 31-jan-2023, lot#: 17123169-0783, UDI #: (B)(4). Implanted date: (B)(6) 2019. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-jan-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after experiencing stroke symptoms including facial droop and weakness while showering, and it was noted that the patient may have dropped the controller. The ventricular assist device (vad) also exhibited frequent low flow alarms. The patient's international normalized ratio (inr) on admission was therapeutic at 3.5, and in the weeks prior to admission the patient's inr was between 2.8 and 3.8. A computerized tomography (CT) of the head was performed, and an initial reading showed a possible left middle cerebra artery territory cerebrovascular accident (cva). The imaging team was also reviewing the patient's previous transaortic valve replacement CT to rule out outflow graft occlusion. The vad, controller, and outflow graft remain in use. No further patient complications have been reported as a result of this event.